Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging an unusual issue with her onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the unusual issue with the meter started ¿sometime in december¿, 2014. She alleged that the ¿meter would start to turn on and freeze¿. The patient manages her diabetes with insulin pump therapy, ¿30-33 units per day¿. She reported, in response to the alleged issue, she guessed how much insulin to deliver and gave herself ¿too little insulin¿. She alleged, ¿two weeks¿ after the alleged issue, she developed symptoms of ¿frequent urination, dizziness, blurriness, frequent thirst and drowsiness¿. She reported that she administered insulin to treat her symptoms. At the time of troubleshooting, the cca walked the patient through resolving the issue, but it was not known whether the issue was resolved. Replacement products were sent to the patient. Although the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged unusual power issue began, this adverse event has been reported elsewhere. The complaint is, however, being reported as a malfunction because the alleged issue could not be resolved during troubleshooting.